Event description:
It was reported that the patient was experiencing pain at the incision site and was not getting any pain relief despite multiple reprogramming attempts. It was also noted that the patient was experiencing communication failure issues. The patient underwent an ipg explant procedure and was doing well postoperatively. No device malfunction suspected. The explanted device was kept by the medical facility.